Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as itchy open weeping sores due to sensitive skin as patient has skin cancer and allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a triamcinolone cream with steroid for the skin irritation. Follow up indicated that the skin irritation improved.